Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0 with a specific fault ID available. There was no adverse impact on the customer's blood glucose level, as it remained below 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccur.